Manufacturer narrative:
Concomitant medical product: 50 ml baxter bag, lotp376327, exp sept2019. The device has arrived for investigation, however the investigation has not started. A follow up report will be submitted with failure investigation results after completion of the investigation.

Event description:
It was reported that tubing leaked at pump segment below the blue connection during an infusion. No patient harm occurred. The user obtained new tubing to continue the patient's infusion.

Manufacturer narrative:
File created for correction of d10 to 18jun2019.

Event description:
It was reported that tubing leaked at pump segment below the blue connection during an infusion. No patient harm occurred. The user obtained new tubing to continue the patient's infusion.

Event description:
It was reported that tubing leaked at pump segment below the blue connection during an infusion. No patient harm occurred. The user obtained new tubing to continue the patient's infusion.

Manufacturer narrative:
Product grip updated to report product not returned for investigation (product was previously reported to have been returned) the customer¿s report of a leak at pump segment could not be confirmed. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that tubing leaked at pump segment below the blue connection during an infusion. No patient harm occurred. The user obtained new tubing to continue the patient's infusion.

Manufacturer narrative:
The customer¿s report of set leaked at pump segment was confirmed. During visual inspection it was observed immediately that the silicone segment had a pin hole near the upper fitment. The silicone segment is comprised of the biosil material (p/n 12088541). Visual examination under microscope noted no crush marks to the upper blue fitment. No other anomalies were noted during visual inspection. Functional testing was performed by attaching the set to a bag filled with tap water and allowing fluid to flow through the set via gravity. A leak was immediately observed coming out from the silicone tubing near the upper fitment. The root cause of the leak was due to a pin hole in the silicone segment.